Manufacturer narrative:
With all the available information, boston scientific concludes our investigation of this event is complete. A review of the DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device was not returned to boston scientific; therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported high shock impedance measurements cannot be determined.

Event description:
It was reported that during testing following implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurements were high and out of range. An x-ray was performed to evaluate the system placement. The electrode was repositioned to an acceptable position and successful defibrillation threshold (dft) testing was completed. The impedance measurements were within normal limits. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during testing following implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurements were high and out of range. An x-ray was performed to evaluate the system placement. The electrode was repositioned to an acceptable position and successful defibrillation threshold (dft) testing was completed. The impedance measurements were within normal limits. This system remains in service. No additional adverse patient effects were reported.